Event description:
Boston scientific received information that there were intermittent high out of range pacing impedance measurements on this device and right ventricular (rv) lead. No noise was present. Boston scientific technical services (ts) reviewed the information and determined there were several sudden spikes greater than 2000 ohms in the last year. No intervention has been planned. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.